Event description:
It was reported that, during a surgery, when a nurse picked the inner pack up, our sales staff found a powder leak.

Manufacturer narrative:
An event regarding a pouch hole found in the powder pouch involving simplex bone cement was reported. The event was confirmed through visual inspection. Method & results: -device evaluation and results: one unit carton was returned for evaluation, the unit carton was inspected, and it appears unremarkable. The unit carton contained an inner powder pouch. There is a small piece of adhesive tape at the bottom of the pouch. When removed it can be seen that the tape is covering a small hole. -medical records received and evaluation: not performed as no medical records were provided. -device history review: indicated product were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the reported lot referenced. Conclusions: an event regarding a pouch hole was found on the packaging of simplex p bone cement powder. A visual inspection of the pouch confirmed the presence of a small hole. Nc was raised on 23 jan 2018 for the hole in a simplex p bone cement powder pouch. Through investigation it can be concluded that the defect is highly unlikely to have come from the manufacturing process, and that it was likely to result from handling post sale. This event has been seen to occur on two other occasions in the market, a likely cause is damage due to forceps used to remove the inner pouch from the outer pouch. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, during a surgery, when a nurse picked the inner pack up, our sales staff found a powder leak.